Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited noise with oversensing and pacing inhibition due to an ablation procedure in (B)(6) 2020. Stored signal artifact monitor (sam) events from the time of the ablation procedure show impedance measurements from ra tip to can and rv ring to can were greater than 3,000 ohms. Minute ventilation (mv) was disabled. In addition, variable rv threshold and impedance measurements have been observed over the last year, and technical services (ts) discussed that the spring contact may be a possible cause. Rv auto threshold (rvat) tests indicate variations in rv output between 1 and 2.5 volts throughout the day, and higher threshold measurements are noted to have occurred more frequently in the last two weeks. Rvat runs approximately seven events per 24 hours and rv pace impedance trends indicate sudden spikes in measurements from the mid-700 ohm range to 1,300 ohms. Ts recommended bringing the patient in for lead evaluation and to turn on minute ventilation (mv), if appropriate. The healthcare professional (hcp) noted they were considering changing to unipolar pacing/bipolar sensing. This device remains in service. No adverse patient effects were reported.